Manufacturer narrative:
The litter locking mechanism extension springs were replaced as a precaution, as the customer alleged that the issue could be an intermittent issue.

Event description:
It was reported that the cot dropped while transporting a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped while transporting a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.